Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the customers allegation. Additional findings were as follows: the bending section cover had a leak and discoloration; the control unit had a scratch; the grip had a dent; the universal cord had a scratch; the light guide lens had discoloration; due to a pinhole on the bending section cover, and water tightness was lost; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the connecting tube had a stain; the distal end had a scratch; due to wear of the angle wire, bending angle in the down direction did not meet the standard value; due to deformation of the plug unit, water tightness was lost; adhesive on the bending section cover was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope had an air/water leak at the insertion tube/bending section. The issue was found during the reprocessing of the device. The device was returned for evaluation. During the device evaluation, the connecting tube had coating peeling (1mmsq or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the root cause of the failure was not determined. However, it is likely that physical stress was applied to the insertion section and led to the malfunction. The event can be prevented by following the instructions for use which state: important information ¿ please read before use. 3.3 inspection of the endoscope 3 inspect the external surface of th.e entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.